Event description:
A customer contacted haemonetics on (B)(6) 2012, to report an orthopat fluid spill from compromised disk diaphragm towards end of procedure. No pt or operator injury associated.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2012 to report an orthopat fluid spill from compromised disk diaphragm towards end of procedure. No pt or operator injury associated. The device was not returned for eval. A f/u report is necessary upon return of the device. (B)(4).